Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon exploded inside patient peritoneum. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).